Event description:
A product liability claim was raised. It was reported that the patient was implanted a ceramic implant generic on the right side on (B)(6), 2013. The patient was revised on the (B)(6), 2014 due to recurrent dislocation after implantation.

Manufacturer narrative:
The manufacturer did not receive device, x-rays but the surgical report. As no lot number was provided for the device, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).